Manufacturer narrative:
Report number: 1038671-2024-04032 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: h6 the following sections were corrected: b2 d1 h3: device not returned. The revision reported may have been the result of prosthesis wear, as stated in the reported information. However, the prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation, and no relevant clinical information, radiographs, or images of the devices were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 66 yo male patient, initial left knee implanted in (B)(6) 2018, underwent a revision procedure in (B)(6) 2023, approximately 5 years 1 month post the initial procedure. Revision of recalled devices indicated. All devices were removed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-ray or imaging was available. The product is not returning for evaluation as it was discarded at the hospital. No device images were available. No further information.

Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 (B)(6). 02-010-03-0240 - logic cr femoral cem, left, sz 4 (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 521-78-36 - threaded pin size 5.1 collarless (B)(6). 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). 200-00-00 - knee item-misc credit to logic.